Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a spot on the intraocular lens that wouldn't clean off. In follow-up, it was reported that the surgeon saw the spot (debris on lens and lens scratch) once the lens was implanted into the patient's left eye. The lens was removed and replaced it with another lens during the same procedure. There was no incision enlargement or vitrectomy performed. No outcome significantly interferes with daily life activities. No further information was provided.